Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer¿s device was set to be returned, and they were provided with a replacement pump.